Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s current blood glucose level was 3.3 mmol/l at the time of the incident. The customer reports the plastic o ring on the top of the reservoir compartment has snapped off. The customer did not troubleshoot the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, partially broken retainer, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to physical damage to the reservoir tube lip and the retainer.